Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/pregnancy (ectopic)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included clobetasol. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2013. The patient's medical history included itchy rash (itchy rash on dorsal surface of her ring finger, hyperpigmented scaly dermatitis involving) on (B)(6) 2013, tinea manuum on (B)(6) 2013, neck pain on (B)(6) 2012, shoulder pain (shoulder and joint pain) on (B)(6) 2012, stiffness shoulder on (B)(6) 2012, shoulder soreness on (B)(6) 2012, multigravida ((B)(6) 2009), increased appetite, hand dermatitis, fatigue, (B)(6), dry scalp, multiple allergies (cleocin [clindamycin hydrochloride], reactions nausea and/or vomiting.), hemostasis and parity 2 ((B)(6) 2009 and (B)(6) 2011). Previously administered products included for an unreported indication: lorazepam in 2009. Concomitant products included clotrimazole (fungicide), diazepam (valium), ethinylestradiol;ferrous fumarate; norethisterone acetate (microgestin fe) since 2008 to (B)(6) 2014, gramicidin; neomycin sulfate; nystatin;triamcinolone acetonide (mycolog), hydrocodone bitartrate; paracetamol (vicodin), ibuprofen, intrauterine contraceptive device (paragard) since (B)(6) 2014, ketorolac tromethamine (toradol), lidocaine, norethisterone acetate (norethindrone) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen). On an unknown date, the patient started clobetasol at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("suffered physical pain/ pelvic pain"), anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. The patient was treated with surgery (iud insertion and termination). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: device was placed with 3 confirmation coils noted. Tubal spasm was noted in the right tube, but gentle pressure was applied and the device was placed successfully. Discrepancy noted in hysterosalpingogram result-total bilateral occlusion (as per mr). She was planning for essure removal. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On the right side, the insert is coiled into a spiral.. Pregnancy test - on (B)(6) 2013: positive pregnancy. Ectopic pregnancy. Concerning the injuries reported in this case the following event was confirmed in patient's medical record- ectopic pregnancy with essure micro-insert. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: plaintiff fact sheet and medical record received. New reporter added. This case became incident. Event verbatim was updated as suffered physical pain/ pelvic pain. New events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pregnancy (stillbirth or miscarriage)/pregnancy (ectopic), depression, anxiety, mental anguish, failure to occlude (close) fallopian tube(s). Concomitant drugs, historical drugs and medical history added. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.